Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address pain, disassociation and tibial loosening. Loosening occurred at an unknown interface. The cement manufacturer is unknown. Doi: (B)(6) 2015; dor: (B)(6) 2017; (left knee). The revision operative note indicated pain, stiffness, loosening of the tibial tray at the cement to implant interface (competitor cement), tibial insert disassociated from the tray, and malrotation of the tibial tray. The cement mantle was also internally rotated so it appears the tray was placed internally rotated at primary.